Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2026. The patient felt tipped forward and it was found that the device was kyphotic. A revision was completed on (B)(6) 2026 and the superior endplate was repositioned a little deeper which seemed to correct the kyphosis. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The prodisc l implant was not returned as the plate was repositioned in the patient, no device evaluation could be completed. Additionally, no imaging was provided that showed the placement of the implant. There were no anomalies identified during the course of the complaint investigation. The revision surgery was completed due to the implant being placed too posteriorly. The submission is 2 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2026. The patient felt tipped forward and it was found that the device was kyphotic. A revision was completed on (B)(6) 2026 and the superior endplate was repositioned a little deeper which seemed to correct the kyphosis.